Event description:
Additional information was received from a consumer. The patient presented to the doctor on 2015 (B)(6) who told the patient that it was time to get a new pump. The patient told the doctor that she wanted the pump explanted and that she was going to be (B)(6). The patient told the doctor that she just wanted the pump out and the doctor was horrified that she wanted it out. The patient stated that she had lost a lot of weight and spent 7 days in the hospital. The pump was bulging and would slide all over the place. The patient was told by the doctor that she would be in pain if the pump was removed but the patient stated that she was (B)(6) and had pain all over because of her age. The patient was to discuss options with the doctor. Patient outcome was unavailable at the time of the report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n157023006, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the patient was ¿tired¿ of the pump and felt that she did not need it anymore. The patient used to weigh (B)(6) pounds and the physician advised her to lose weight due to the possibility of become a diabetic. The patient then lost ¿a lot¿ of weight and the pump started moving around ¿a lot¿ a year to a year and a half ago. The pump moved around a lot and was always in the way. As a result she had a hard time buttoning her slacks. The pump dose was increased in the summer when the patient did a lot of work outside and in the winter the dose was programmed back down. The patient had inquired if the pump could be removed. It was believed that this device system delivered morphine since the time of the event. Additional information was requested to verify the patient¿s medications, current status and resolution to the event. Should additional information be received a supplemental report will be filed.